Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was in clinical use during the issue occurrence. A philips field service engineer (fse) examined the system onsite and confirmed that the c-arm is not moving with the side panel and intermittent slippage of the c-arm. Review of the log files showed geometry errors. More specific: longitudinal position error during pivot movement. Upon functional testing, fse verified that the c-arm was not moving with the side panel and that there was intermittent longitudinal stoppage of the c-arm. To resolve the issue, the fse replaced the c-arm longitudinal potmeter, tested the alignment with a laser alignment tool and level, calibrated the long pot, completed current calibrations, and tested movement of the c-arm in the longitudinal position. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm is not moving with the side panel and intermittent slippage of the c-arm. There was no reported patient or user harm. Philips has started an investigation of this complaint.